Event description:
Technician reported that sterilization integrator failed during sterilization, releasing ink onto sterilization wrapper and instrument being sterilized. Instrument was re-cleaned and sterilized without further event. This is another in a series of such failures. Same problem - different lot number!the potential for harm to patient exists if a smaller leak were to go undetected and sterile packaging were to be compromised, thereby rendering instrument not sterile.the site has spoken with manufacturer about this problem and are returning defective unit to manufacturer.